Event description:
Healthcare professional has confirmed patient is "negative for alcl." Healthcare professional reported that patient is "refusing operative intervention."

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received report of the healthcare professional, allergan medical safety has determined that there is no malignancy.

Event description:
Patient reported for right side "a suspected rupture with signs of bia-alcl and stated that "it is solid, with lumps and seroma", "an infection in the breast" and "is experiencing pain". Patient has been to the doctor and had an MRI, ultrasound, blood test and a biopsy. The device remains implanted. Histopathological markers cd30+ and alk- have not been received. Treatment: antibiotics for infection.

Manufacturer narrative:
(Health effect impact code): f2201, f2303. Physician contacts: dr. (B)(6)- no contact information provided. Appointments at (B)(6) hospital in (B)(6). Implanting physician - possible explanting physician dr. (B)(6). The events of lymphoma-alcl-suspected, seroma-late, infection (unknown onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: suspected rupture with signs of bia-alcl (no histopathological markers provided), seroma, infection (unknown onset).